Manufacturer narrative:
D6 implant date has been updated. Additional information received stating the surgical team opted not to reposition device that was oriented towards the mitral valve instead of towards apex. The thrombus was addressed with aggressive anticoagulation (patient on therapeutic levels of heparin when thrombus appeared on echo).

Event description:
Additional information from a clinical review was received. The cticu team observed that the patient had pus coming from the impella 5.5 explant site (right supraclavicular), raising concern for graft infection. CT scan showed no evidence of infection. The patient was taken back to the operating room, where the graft was successfully shortened.

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year. H6. Health effect - clinical code added. H6. Health effect - impact code added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right direct surgical approach in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. A large left ventricular thrombus was noted in the apex of the ventricle. The impella 5.5 cannula was oriented toward the mitral valve, and per the team, this is where the device had been since implant. There did not appear to be any interaction between the impella 5.5 and the thrombus. Of note, the aortic and left ventricular waveforms did not overlap, and per the team, this had also been consistent since implant. The assumption was made that the waveforms did not overlap due to impella positioning in the mitral valve. Thromboembolism may occur due to the patient¿s critical condition, as they presented with advanced cardiogenic shock during impella support. The patient remained on support.

Manufacturer narrative:
H6 updated. This complaint was created against the wrong gu case. Therefore, the complaint will be closed as a duplicate.

Manufacturer narrative:
B5 clinical narrative has been updated.

Event description:
Clinical narrative update: additional information provided on 06jun2026, the advance heart failure attending reviewed the daily echocardiograms that show device in place without and with thrombus. The surgical team opted not to reposition device that was oriented towards the mitral valve instead of towards apex. The thrombus was addressed with aggressive anticoagulation. (Patient on therapeutic levels of heparin with thrombus appeared on echo). Clinical narrative (updated) additional information noted that the cticu team observed that the patient had pus coming from the impella 5.5 explant site (right supraclavicular), raising concern for graft infection. CT scan showed no evidence of infection. The patient was taken back to the operating room, where the graft was successfully shortened. An impella 5.5 device was inserted via the right direct surgical approach in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. A large left ventricular thrombus was noted in the apex of the ventricle. The impella 5.5 cannula was oriented toward the mitral valve, and per the team, this is where the device had been since implant. There did not appear to be any interaction between the impella 5.5 and the thrombus. Of note, the aortic and left ventricular waveforms did not overlap, and per the team, this had also been consistent since implant. The assumption was made that the waveforms did not overlap due to impella positioning in the mitral valve. Thromboembolism may occur due to the patient¿s critical condition, as they presented with advanced cardiogenic shock during impella support. The patient remained on support. Clinical narrative: an impella 5.5 device was inserted via the right direct surgical approach in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient's clinical state prior to initiation of support was identified as scai shock stage d. A large left ventricular thrombus was noted in the apex of the ventricle. The impella 5.5 cannula was oriented toward the mitral valve, and per the team, this is where the device had been since implant. There did not appear to be any interaction between the impella 5.5 and the thrombus. Of note, the aortic and left ventricular waveforms did not overlap, and per the team, this had also been consistent since implant. The assumption was made that the waveforms did not overlap due to impella positioning in the mitral valve. Thromboembolism may occur due to the patient¿s critical condition, as they presented with advanced cardiogenic shock during impella support. The patient remained on support.

Event description:
Clinical narrative update: additional information provided on 06jun2026, the advance heart failure attending reviewed the daily echocardiograms that show device in place without and with thrombus. The surgical team opted not to reposition device that was oriented towards the mitral valve instead of towards apex. The thrombus was addressed with aggressive anticoagulation. (Patient on therapeutic levels of heparin with thrombus appeared on echo). Clinical narrative (updated). Additional information noted that the cticu team observed that the patient had pus coming from the impella 5.5 explant site (right supraclavicular), raising concern for graft infection. CT scan showed no evidence of infection. The patient was taken back to the operating room, where the graft was successfully shortened. An impella 5.5 device was inserted via the right direct surgical approach in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. A large left ventricular thrombus was noted in the apex of the ventricle. The impella 5.5 cannula was oriented toward the mitral valve, and per the team, this is where the device had been since implant. There did not appear to be any interaction between the impella 5.5 and the thrombus. Of note, the aortic and left ventricular waveforms did not overlap, and per the team, this had also been consistent since implant. The assumption was made that the waveforms did not overlap due to impella positioning in the mitral valve. Thromboembolism may occur due to the patient¿s critical condition, as they presented with advanced cardiogenic shock during impella support. The patient remained on support. Clinical narrative: an impella 5.5 device was inserted via the right direct surgical approach in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. A large left ventricular thrombus was noted in the apex of the ventricle. The impella 5.5 cannula was oriented toward the mitral valve, and per the team, this is where the device had been since implant. There did not appear to be any interaction between the impella 5.5 and the thrombus. Of note, the aortic and left ventricular waveforms did not overlap, and per the team, this had also been consistent since implant. The assumption was made that the waveforms did not overlap due to impella positioning in the mitral valve. Thromboembolism may occur due to the patient¿s critical condition, as they presented with advanced cardiogenic shock during impella support. The patient remained on support.

Manufacturer narrative:
B5 revised to reflect all clinical information. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.